Manufacturer narrative:
(B)(4). The sample was not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink continu-flo solution set that was involved in a no flow incident. This primary set was being used in conjunction with a clearlink secondary medication set attached to an unknown pump. The blue hanger was used and the secondary bag was hung at the proper head height above the primary bag. According to the report, the primary bag was not being squeezed per label copy to initiate flow. It is unknown if the check valve was being inverted and tapped per label copy, but according to the reporter it was not believed to be. It is unknown what area or component was associated with the no flow. It is also unknown if the drip chamber is flooded or full at the time of the incident. This condition was reported to have occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.